Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0865 inches. No bolus stopped alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 470 mg/dl and 240 mg/dl. Customer tried to give bolus and got bolus not delivered alert. Customer reported that they were able to clear the alarm and also stated that the insulin pump was dropped. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.